Event description:
It was reported that the (B)(4) intraocular lens was inserted using a ez-28 delivery device and removed intraoperatively due to bent haptic. The surgeon cut out the lens, and removed it, and implanted a backup lens successfully. The incision was not enlarged and no sutures were required to close the wound. Corneal edema was reported as a postoperative sequela due to extra manipulation during surgery and post operative iop spike. Corneal edema was present on the (B)(6) post-op day and pt was advised to increase pred forte to 8x/day. Visual acuity ph was 20/60. Follow up is scheduled for (B)(6) weeks. This event refers to the pt's right eye. The surgeon reported that in his opinion the most likely cause of the event was loading error. Please reference MDR # 1119279-2012-00146 for the intraocular lens.

Manufacturer narrative:
The delivery device was returned to b&l. The original packaging was not returned. The lot number cannot be determined. Functional testing was performed using a sample lens. The lens was loaded and delivered without difficulty. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.